Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that generator was replaced due to end of service. It was indicated on the implant and warranty registration card that the generator had gone "haywire". Product has been returned for analysis and good faith attempts to obtain clarification on the device going "haywire' and device diagnostics have been unsuccessful to date.